Event description:
It was reported that the panasonic battery used in the external pulse generator (epg) exploded after use causing a commotion. The panasonic manufacturer was notified of the incident.

Manufacturer narrative:
Reporter phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. It was reported that when a clinical engineer disposed of the cr2450 button battery made by panasonic in the me room used in our epg, it exploded and ignited, causing a commotion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.